Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00983, 0001825034-2020-00984, and 0001825034-2020-00985. Concomitant medical products: biomet cc cruciate tray 63mm catalog#: 141231 lot#: j3563743, cobalt g-hv bone cement 40g catalog#: 402283 lot#: ni, e1 vngd cr tib brg 63/67x12 catalog#: ep-183422 lot#: 746940, series a pat thn 28 3 peg catalog#: 184782 lot#: 405230. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by patient's legal counsel that the patient underwent a left knee arthroplasty. Subsequently, the patient was revised approximately 1 years 9 months post-implantation due to experiencing severe and persistent pain, discomfort, instability, and difficulty ambulating due to aseptic loosening.